Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 2.9 mmol/l. Customer was treated with dextrose juice for low blood glucose. The auto mode was active at the time of the incident. Customer had been using an insulin pump system within 48 hours of the reported low blood glucose event. The insulin pump will not be returned for analysis.